Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly post-op imaging shows that the active array is extra-cochlear. At initial activation, responses were not seen on the concerned left side. A CT scan will be performed on the (B)(6) .

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. According to the information received from the field the device was explanted due to lack of benefit, which was possibly caused by clinical reasons, as ossification and fibrosis are present in the cochlea due to pre-operative meningitis and the recipient does not receive benefit neither with the new ispilateral device nor with the contralateral one. Furthermore, the active electrode likely migrated postoperatively outside of the cochlea, which might have contributed to a poor performance. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
At initial activation responses were not seen on the concerned side; there were also some problems with balance at activation. In (B)(6) 2022 the clinician indicated post-op imaging seemed to indicate that the active electrode array was extra-cochlear. At initial activation, responses were not seen on the left side, but were seen on the right contralateral side (crying response). At follow-up visit in (B)(6) 2022, the active array was said to be located in the petrous bone because of the ossification and complex surgery. However, a full radiology report was pending. No fitting was carried out for the concerned side at this time, and the left processor cpu was retained by the clinic. The user was re-implanted in (B)(6) 2022. According to the device explant form, there were some extracochlear electrodes.